Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, cgm displayed inaccurate values. At the time of the call, patient reported no injuries or medical intervention.